Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release.the manufacturer is following up with the site to retrieve further information regarding this event and the device involved. A follow up report will be provided upon receipt of the device or of any further information.

Event description:
The manufacturer was notified of an intra-operative explant of a perceval plus sutureless aortic valve size xl that occurred on (B)(6) 2024. Reportedly, the prosthesis seemed to show a failure and was replaced by a conventional biological valve from a different manufacturer (edwards lifesciences magna ease). No further information is available at this stage.

Event description:
The manufacturer was notified of an intra-operative explant of a percival plus sutureless aortic valve size xl that occurred on 26 april 2024. Reportedly, the prosthesis was attempted to be implanted through minimally invasive right axillary approach during an isolated avr surgery. No collapsing issues or positioning difficulties were experienced. According to medical judgement received, no malpositioning or mis-sizing of the percival valve were identified. It was reported that ballooning was not performed after deploying the prosthesis. At the intra-operative tee check, large paravalvular leaks in the left and right coronary annulus area were detected. Therefore the percival prosthesis was replaced with a conventional biological valve from a different manufacturer (edwards lifesciences magna ease, unknown size). As reported, the patient was not affected by the delay in surgical time and the postoperative course was completely uneventful. Based on the further information received, the patient had a massively enlarged and stenotic bicuspid native aortic valve type sievers I l/r, with the following measured annulus parameters: perimeter 107.4, area 903.8 mm2.

Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer for analysis. The returned pvf-27/xl was received in a plastic jar for specimen filled with an unknown liquid. The prosthesis appeared with the pericardium slightly darker than usual but still in acceptable storage conditions. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. A dimensional analysis was performed which confirmed the correct dimensions of the returned device. In order to attempt to reproduce the reported event, a simulation of the implant was performed. The replication of collapsing phases was performed using the returned valve pvf-27/xl and a demo accessory kit. No problems were encountered in the collapsing phase, and the replication was completed with a good result, confirming the information received that no collapsing difficulties were experienced. During the simulation of the valve deployment in silicon aortic root #27, no problems was encountered during the ballooning phase, the sealing at the annulus level was guaranteed and the valve remained fixed within the annulus. Then, as additional test, inserting some water in the aortic root from the outflow side, no paravalvular leaks was observed during the simulation. Considering the static conditions of the test, the water level remained stable under the leaflets free edge. On the basis of the analyses carried out, it is possible to exclude the relationship between the reported issue and the quality of the returned device, as no positioning problems or perivalvular leakage, were observed. On the other hand, anatomical aspects of the patient¿s native annulus (i.e.: ¿[¿] massively enlarged bicuspid aortic valve type sievers I l/r¿) are to be considered the most probable cause of the pvl observed in the reported event. Furthermore, it should be noted that, contrary to what is indicated in perceval valve ifus, a ballooning of the inflow ring was not performed after the deployment of the prosthesis and this could have been a contributory cause to the reported event.